Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line separated from the cartridge. Customer's blood glucose level was 140 mg/dl. Reportedly, a new cartridge was loaded to address the issue.